Event description:
It is reported that the pt developed a reaction to the sacrum associated with the silicone adhesive border presenting as a small dotted rash similar to eczema after one (1) day of use. The dressing was replaced by another and then tried again later with the same results; therefore, a different manufacturers' dressing was then applied.

Manufacturer narrative:
Based on the available info, this event is deemed to be a serious injury. No additional pt/event details have been provided to date. A return sample for evaluation is not expected. Should additional info become available, a follow-up report will be submitted. Please note: there are two (2) cases associated with this product; therefore a separate FDA form 3500a has been generated to address the other case reported under pt identified #: 366581. Report to the FDA on 07/25/2014. (B)(6). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.